Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that users are unable to login to all stations. A technical support specialist verified station that tried to login to the server webpage and to the station using credentials and it is working fine. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that users of the pyxis medstation es system are experiencing difficulties logging into all stations and accessing the server webpage. A customer has indicated that the delay in administering medications is impacting patient care and is therefore urgent. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that users of the pyxis medstation es system are experiencing difficulties logging into all stations and accessing the server webpage. A customer has indicated that the delay in administering medications is impacting patient care and is therefore urgent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been corrected/additional information: d4, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had login issue. A technical support specialist found that the malfunction was due to synchronization had done on interface setup settings. Verified users could be able to login to server webpage and configured to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.